Event description:
It was reported to MFR that the vns pt had the vns pulse generator prophylactically replaced as the pt underwent a left mastectomy due to the presence of breast cancer. The new generator was implanted in the right chest. At this time, the physician is unsure whether vns was a contributory factor in the breast cancer. The cancer is in remission and the pt is reportedly doing fine. Attempts to obtain add'l info from the treating physician are underway.